Event description:
A pt that underwent closure of a secundum asd with an amplatzer septal occluder, experienced multi-focal atrial tachycardia post implant. To terminate the tachycardia, the pt was treated with perioral amiodarone. Several hours after amplatzer closure of asd ii, multi-focal atrial tachycardia emerged, which was not interrupted by adenosine or shock. It was diverted by IV amiodarone, following with several months of oral amiodarone administration. After stopping amiodarone, there were no recurrences of arrhythmia. The device remains implanted in the pt.